Event description:
The pt's medical history included breast cancer and a stroke. The pt was taking multiple concomitant medications for the treatment of vasoconstriction, heart failure, stroke, hypertension, dysthymia and a week prior to the report had started "gligazide" for the treatment of diabetes and nifedipin for the reduction of cholesteroal level. The pt took humulin 4 (human regular insulin) 10 iu in the morning and 6 iu in the evening and humulin n (human insulin isophane suspension) 20 iu in the morning and 15 iu in the evening) both subcutaneously via four humapen ergos teal/opaque (lot a1468 for one pen and a1476 for the other three pens) for the treatment of insulin dependent diabetes mellitus beginning in 10/2000 as their blood sugar was 37 mmol/l. The pt was trained on the use of their pens by their family member without any assistance. The pt waited for one second when injecting using their humapens. In 2004, approximately four yrs after beginning humulin via humapen ergo, the pt was hospitalized due to indisposition associated with leg twitching. After reviewing their blood sugar their blood sugar levels were more than 20 mmol/l. It was possible the pt did not adhere to a proper diet. The pt's blood sugar of recent days was about 10 mmol/l. The pt fully recovered and treatment with humulin was continued. There were complaints made against the humapens possibly related to a detached foot or a stuck cartridge holder, but the reporter was not sure of the problems with the humapens. The humapens were changed and were returned to the company for further investigation. This report is cross-referenced with cid00235641, cid235660 and cid00235661.